Event description:
Information was received indicating that a smiths medical pump presented with a cassette attached error. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with contaminated usb port and downstream (dso) sensor. Event log history was performed and indicated that high alarm displayed: cassette not attached properly. During analysis, the reported issue was not able to be duplicated. It was noted that the dso sensor was working as intended. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.